Manufacturer narrative:
The customer has had no further issues with other patient samples or tests. Qc was performed with acceptable results. The investigation determined the event was consistent with a pre-analytical handling issue (low sample volume) at the customer site.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ceruloplasmin (ceru) on a cobas 8000 c 502 module. The initial result was 0.00 g/l. The repeat result was 0.24 g/l. No questionable results were reported outside of the laboratory. The ceru reagent lot number was 625811. The expiration date was not provided.

Manufacturer narrative:
It was noted that the sample volume was small; it was not known if the sample was run in the sample tube or a cup. The sample probe is cleaned daily. The customer had no issues with any other patient samples or tests. The investigation noted issues with the customer¿s calibration and qc data. The investigation is ongoing.